Event description:
It was reported that during a follow up, noise on the egm was observed. X-ray revealed externalized conductor between the coils. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.